Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The complaint could not be confirmed or duplicated. The pump was returned with the audio bolus button detached, therefore functionality of the bolus button could not be tested.

Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in a final report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor reported that the up, down, and ok buttons were not activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.